Event description:
The customer reported that the 00505300900, micro 100 drill was being used on (B)(6) 2023 during a neurosurgery procedure and the ¿micro100 handpiece 00505300900 running at varying speeds without the lever being engaged. Not operating as required. Surgeon had to pause procedure - used another older handpiece to complete the surgery.¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed with a 15 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 00505300900, micro 100 drill was being used on (B)(6) 2023 during a neurosurgery procedure and the "micro100 handpiece 00505300900 running at varying speeds without the lever being engaged. Not operating as required. Surgeon had to pause procedure - used another older handpiece to complete the surgery." There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed with a 15 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found that the issue was not able to be replicated. However, the poppet assembly did feel like it was rougher than usual and was slightly sticking. Foreign body found inside the handpiece which could have contributed. The problem seen in the video is possibly caused by a faulty/damage hose. The unit was repaired, evaluation completed and final tested. The unit met all specifications. The preventive maintenance was completed as part of this repair order. The service history was reviewed, and no prior data was found. A device history record review found a non-conformance, however, it was not related to the manufacture of the product. (B)(4). Per the instructions for use, the user is advised that prior to each use, inspect all equipment for proper operation, ensure all attachments, accessories and hoses are able to be correctly and completely attached to the handpiece, inspect pneumatic hoses for signs of wear or damage prior to use. Discontinue use and replace immediately if any signs of wear or damage are detected and check all equipment for any air or nitrogen leakage. If leakage is noticed, return for service. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Update: the country is listed as australia in e1. An evaluation of the returned device found that the issue was not able to be replicated. However, the poppet assembly did feel like it was rougher than usual and was slightly sticking. Foreign body found inside the handpiece which could have contributed. The problem seen in the video is possibly caused by a faulty/damage hose. The unit was repaired, evaluation completed and final tested. The unit met all specifications. The preventive maintenance was completed as part of this repair order. The service history was reviewed, and no prior data was found. A device history record review found a non-conformance, however, it was not related to the manufacture of the product. (B)(4). Per the instructions for use, the user is advised that prior to each use, inspect all equipment for proper operation, ensure all attachments, accessories and hoses are able to be correctly and completely attached to the handpiece, inspect pneumatic hoses for signs of wear or damage prior to use. Discontinue use and replace immediately if any signs of wear or damage are detected and check all equipment for any air or nitrogen leakage. If leakage is noticed, return for service. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 00505300900, micro 100 drill was being used on (B)(6) 2023during a neurosurgery procedure and the ¿micro100 handpiece 00505300900 running at varying speeds without the lever being engaged. Not operating as required. Surgeon had to pause procedure - used another older handpiece to complete the surgery.¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed with a 15 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.